Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would experienced elevated blood glucose (bg) levels up to 300 (mg/dl) after changing pump cartridges for approximately 2-3 months. Reportedly, customer would administer correction boluses and bg levels would stabilize around 6-8 hours after cartridge change. No anomalies were found during system check with tandem technical support on (B)(4) 2016. Recommendation was made to consult with health care provider to discuss diabetes management.